Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: occlusion requiring medical management. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the distal proximal cx artery with a xience v stent. The following year, the cx artery was treated for new lesions, two additional xience stents were implanted, one distal and one proximal and overlapping the xience v stent. Three months later, the pt experienced increased chest pain with exertion. The chest pain continued despite medical management. Five months later, a diagnostic coronary angiography revealed multivessel native coronary artery disease and that the circumflex artery was totally occluded above all three previously placed stents. There was no intervention for the occlusion; it was treated with medical management only. There is no additional info available.

Manufacturer narrative:
Angina and occlusion, as noted in the xience v instructions for use (IFU), and risk assessment matrix, are known adverse events associated with coronary stenting. These know pt effects were not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency.